Event description:
Received info from user facility that the handpiece lock would not turn. The drill was used with a bur guard which was reported to be "hot". This is was discovered post-operatively. Surgery was not altered or delayed and no injury occurred.